Event description:
It was reported by service report that the footboard flashed on an off and the power cord to the bed had a cut to the housing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Internal electric failure in footboard. Power cord housing cut, no exposed wires.